Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook (pch) instrument was observed to have a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed, and the findings did not replicate or confirm the customer reported event of a broken cable. Additional information related to the reported complaint states that the instrument was found to have a derailed grip cable from its normal position at the distal idler pulley. The instrument failed the intuitive motion test. Additional unrelated observation found that the instrument had a broken monopolar yaw pulley at the posts. Broken piece(s) were not missing as a result of breakage. The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley. The probable root cause of the derailed grip cable was attributed to a loss of cable tension.